Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer stated that the unit has a large leak on the gde and one of the solenoids on the gde block assembly broke off. The customer reported that there was no patient involvement.